Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "right side was not in capsule and had to "scrape ribs and abdomen for silicone".

Event description:
Patient reported right side "rupture", "right side was not in capsule", and "scrape ribs and abdomen for silicone". Patient also reported '"weakness" - this is not device related. The device has been explanted.